Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low blood glucose while using the ilet, with the healthcare provider repeatedly adjusting the entered body weight in an attempt to mitigate hypoglycemia and with additional training scheduled to address use and data synchronization. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included case intake and arrangement for additional user training with emphasis on syncing device data for review. Investigation of this case revealed no device malfunction reported and insufficient data for analysis due to unavailable synced data, with user training indicated to address use-related factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.